Manufacturer narrative:
The insulin pump was received with unresponsive keypad buttons due to moisture damage on the keypad flex connector. Moisture damage was also found on the electronic assembly. No moisture damage was found on the keypad traces. Unable to perform the displacement test or selftest due to keypad anomaly. Insulin pump received with cracked keypad overlay at select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump are hard to press and unresponsive. Customer's blood glucose level was 230 mg/dl at the time of the incident. The customer stated that the buttons would not work as indicated and that the insulin pump had a crack near battery compartment. Troubleshooting was provided for the keypad issue. The issue was not resolved. The insulin pump will return for analysis.